Manufacturer narrative:
The reported event of header anomaly was unconfirmed. As received, a device was returned for analysis. Electrical test and longevity assessment did not identify any anomalies.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is successful. Patient was in stable condition.